Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Four photos were provided. Pictures one and three show the anvil of a device with a black reload loaded. The jaws can be seen closed with tissue on it. What appears to be unformed staples can be seen. Also, the knife slot can be seen damaged. Picture two shows the anvil of a device with a black reload loaded. The jaws can be seen closed with tissue on it. What appears to be unformed staples can be seen. Picture four shows the handle of a device from top view. The bail out door can be seen detached and missing. Based on the damaged observed on the anvil, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a lap cholecystectomy, the device using a black reload locked out after firing. They did not know to use the reverse button and manual override did not work. The device was cut out of the patient. A second device was not needed to complete the case. Case completed successfully. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c451. Investigation summary: four photos were provided; pictures one and three show the anvil of a device with a black reload loaded. The jaws can be seen closed with tissue on it. What appears to be unformed staples can be seen. Also, the knife slot can be seen damaged. Picture two shows the anvil of a device with a black reload loaded. The jaws can be seen closed with tissue on it. What appears to be unformed staples can be seen. Picture four shows the handle of a device from top view. The bail out door can be seen detached and missing. Based on the damaged observed on the anvil, the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 2/3 with the cartridge deck damaged.. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.